Manufacturer narrative:
Dates are estimated. The stent remains implanted in the patient. Investigation is not yet complete. A follow-up report will be submitted with additional relevant information.

Event description:
As initially reported by authorized representative: a male patient with colorectal carcinoma had a cobra stent placed in the left anterior descending (lad) coronary artery and had plavix for 30 days. The patient stopped plavix after 30 days and used aspirin only for one week then went to surgery. The patient died on the table due to myocardial infarction (mi) from in stent thrombosis. Additional information was requested.